Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-3200-0025 ccu is overheating. This occurred during an unknown time when the light cord was plugged in it burned the sterile drape in just a few seconds. The light post gets extremely hot almost instantly. There was no patient effect reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.